Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including pacer testing, defib cycling, and environmental stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. The clinical log file from the event was not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.